Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a steady increase in power consumption which resulted in pump parameters outside of normal range. The pump parameters returned to normal operating range. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation revealed that the associated device met all requirements prior to release. The reported "high power" event was confirmed via log file analysis which revealed an increase in power consumption since (B)(6) 2018. 4 high watt alarms were logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.